Event description:
Additional information received that the bur was not broken while being used on a patient.

Manufacturer narrative:
B5 : additional information received. H6: code updated. Previously applied fdc code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 : product analysis found that visually the inner shaft was broken 0.33 inches from the distal end of the inner hub when returned. The ir rigation port was broken off from the outer tube and not returned. There was no damage to the distal diamond grit tip. However, there was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.361 inches in the deformed area which was out of specification. There were traces of wear on the inner and outer hub bushings. Functional testing could not be performed due to the broken state of the device. Additional information regarding the failure is being following up with healthcare professional, a follow-up report will be submitted once information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the bur could not be removed from the m5 handpiece. There was no patient impact. As per the analysis results of bur, it was found that the the irrigation port was broken off from the outer tube on receipt.